Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation for use, it was noted that the balloon was not on the distal tip of the fox percutaneous transluminal angioplasty (pta) catheter. The device was not used and there was no patient involvement. There was no reported clinically significant delay and the procedure was successfully completed with another unspecified device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported missing distal portion of the shaft was confirmed. A review of the lot history record for the reported lot revealed no non conforming material reports, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. In this case, there were no untoward patient effects reported. Based on the information reviewed for this lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures